Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to heart wall perforation. A pericardial window was then performed to treat the pericardial effusion. It was also noted during implant that the patient's pressure had dropped, and heart rate had increased suddenly. Moreover, the patient was stable and nothing further was attempted. This rv lead was never in service. No additional adverse patient effects were reported.